Event description:
It was reported that the implantable pulse generator (ipg) battery was depleted. The patient underwent a procedure where the primary cell ipg was replaced with a rechargeable ipg. There were no reported complications postoperatively.

Event description:
It was reported that the patient's implantable pulse generator (ipg) battery was depleted. The patient underwent a procedure where the primary cell ipg was replaced with a rechargeable ipg. There were no reported complications postoperatively.

Manufacturer narrative:
The returned ipg was analyzed and confirmed the device was in the elective replacement indicator (eri) state. The data log analysis revealed that the ipg reached eri at six months and five days after the initial active programming. Based on the average energy use index (eui) of the ipg, the estimated theoretical battery life was assessed to be five months and 26 days; this confirms the battery life was within the estimated range with the programmed energy consumption settings. The ipg exhibited normal device characteristics during the visual and functional examination. A labeling review performed states that when the battery is nearing depletion, the ipg will enter the elective replacement mode. The elective replacement indicator (eri) will appear on the remote control and clinician programmer. Failure to replace the ipg may lead to reduced programming capabilities, limited communication with the stimulator, and stimulation not being available soon. The stimulator must be replaced to continue receiving stimulation. Surgery is required to replace the implanted non rechargeable stimulator, although leads may stay in place while the stimulator is exchanged.

Event description:
It was reported that the implantable pulse generator (ipg) battery was depleted. The patient underwent a procedure where the primary cell ipg was replaced with a rechargeable ipg. There were no reported complications postoperatively.